Event description:
Harmonic ace laparoscopic shears - the harmonic piece would not rotate. When the surgeon tried to rotate it firmly, the handle unscrewed from the reuseable handpiece with cord. Reuseable handpiece with cord was switched out and the same thing happened, so a new disposable hand piece was opened, and worked correctly.what was the original intended procedure?surgical procedure left laparocopic radical nephrectomy.device #1is this a laboratory device or laboratory test?no.